Event description:
Same case as MDR ID: 2134265-2015-04681. It was reported that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A rotablator burr and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, a non-bsc wire was exchanged to a 330cm rotawire¿. The rota burr was advanced on a rotawire through an unspecified guide catheter. However, ablation could not be performed. When the burr was removed out from the aortic arch, it was noted that the radiopaque tip of the guide wire was broken and remained inside the patient's body. The physician used two separate snares and able to snare the radiopaque section tip of the wire. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual examination was performed and the device presents a body fractured at 327.5cm approximately from the proximal end. Additionally, the spring tip was not returned for analysis. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04681. It was reported that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A rotablator burr and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, a non-bsc wire was exchanged to a 330cm rotawire¿. The rota burr was advanced on a rotawire through an unspecified guide catheter. However, ablation could not be performed. When the burr was removed out from the aortic arch, it was noted that the radiopaque tip of the guide wire was broken and remained inside the patient's body. The physician used two separate snares and able to snare the radiopaque section tip of the wire. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 80's. (B)(4).